Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified proximal end of left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.50x20mm promus element stent was advanced to cross the lesion, but failed. When the device was removed from the patient, the physician noticed that a part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
The device was returned for analysis. A visual and microscopic examination found that the proximal end of the stent was damaged whereby the first 2 rows were raised. Stent struts on the 5th and 6th row from the distal end were also lifted. The hypotube was kinked at various locations. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified proximal end of left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.50x20mm promus element stent was advanced to cross the lesion, but failed. When the device was removed from the patient, the physician noticed that a part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.